Event description:
It was originally reported on (B)(4) 2014 that the doctor called the manufacturer representative reporting oddities with programming. The doctor stated that when he went up half a volt on one side the current went from 2 to 10. The reporter thought the doctor went from 1.5 volts to 2 volts on a bipolar setting. The doctor ran an impedance check and all looked fine. However, about two months later it was reported that there was a short in the bi-polar configuration. The healthcare providers (hcp) could not remember what electrode pair it was, but they recalled the impedances to be around 100 ohms. They reprogrammed the patient back to a monopolar configuration and he was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 3389s-40, lot # v561099, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v388252, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).